Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the battery release and lead flex cover were contaminated. It was further noted that the cables returned with the device passed continuity and visual inspection. All found defective parts were replaced. (B)(4).